Event description:
It was reported that an ilet user experienced elevated blood glucose after not completing a prior supply change, which led the device to interpret the cartridge as empty; the user, on steel infusion sets, contacted support and was guided through a full supply change, after which insulin delivery was resumed and glucose returned to range. Symptoms included hyperglycemia with a reported blood glucose of 324 mg/dl. Outcomes included resolution of hyperglycemia following completion of the supply change and resumption of insulin delivery, with no hospitalization. Investigation included review of device reports and user interaction to complete troubleshooting and education. Investigation of this case revealed user error related to an incomplete supply change and subsequent interruption in insulin delivery, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.